Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported a loss of intermediate vision and inflammation after stopping steroidal medication eight weeks following an intraocular lens (iol) implant procedure. She was prescribed an antibiotic drop as a precautionary measure. Three months later, she still has residual inflammation. She has re-started a steroidal medication. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.